Event description:
Histology supervisor with known sensitivity to latex gloves was in a hurry and used baxter latex gloves. She presented to occupational health with anaphalasix reaction including facial and neck edema and skin flusing. Conjuctiva red and swollen. Wheezing and coughing were noted. Occupational health m.d. Here and treated her with epi 1:1000 subcu and 50 mg benadryl IV. She was observed for two hours and discharged with benadryl and a referral to follow-up with an allergy consult.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was destroyed/disposed of.